Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction. The sensor was inserted into the abdomen on (B)(6)2020. On (B)(6) 2020, the patient stated they experienced a burning feeling, some little blisters, and pus at the insertion site. He saw his endocrinologist on (B)(6) 2020, who told him it looked like a chemical burn and prescribed an unspecified topical antibiotic. At the time of contact, he reported there was still a red mark at the site. No additional patient or event information is available.